Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings compared to another meter. On (B)(4) 2012, the technical support representative (tsr) spoke with the patient to obtain and verify information. The patient was unable to provide many specific details of the incident. On an unspecified date, the patient obtained the blood glucose reading of 199 mg/dl on the reported meter. The patient's expected blood glucose reading at that time of day was 140 mg/dl. The patient reported that he also obtained a reading on another meter, the one touch ultraeasy meter, but was unable to provide that result. The patient took novorapid insulin based on this reading, 26 to 30 units. Immediately afterwards, the patient experienced the symptoms of sweating and dizziness. While symptomatic, the patient tested his blood glucose level with the reported meter to be 51 mg/dl. The patient administered self-treatment by consuming glucose tablets; he did not seek any medical attention. The patient was unable to provide his blood glucose readings, meals or medications taken prior to this event. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Gender: male.

Manufacturer narrative:
Follow-up (5/21/2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Follow-up (5/21/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.